Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux en y, on anastomosis, when the doctor scoped the patient to check for leaks, it was identified that a vessel bleed near the staple line inside of the stomach/ small intestine. Gastrointestinal nurse had to be called in to assist placing a clip on the bleeding site. The surgical time was extended for 30 minutes or more because they had to wait for the nurse to return to the hospital to assist. Endoscopic clip was used to seal the vessel in order to resolve the issue.